Manufacturer narrative:
(B)(4). Information regarding patient weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. [Conclusion]: the healthcare professional reported that during the case, they introduced the orbit galaxy complex xtrasoft coil 3 mm x 8 cm (640cx0308 / 30013550) was unzipped and introduced and attempted to advance the coil into the rotating hemostat valve (rhv) / microcatheter, but the coil would not advance. It was removed, and a different coil was used to successfully replace the orbit galaxy coil. No additional information was available. The device was returned for evaluation; the embolic coil was received in a tangled condition and was also observed to be stretched. This investigational finding meets FDA reporting criteria. Investigation summary: the orbit galaxy complex xtrasoft coil 3 mm x 8 cm was received coiled inside a pouch. The hypotube was inspected with no damage noted on it. The coil introducer was unzipped and kinked. The support coil, the gripper, and the embolic coil were outside of the coil introducer with the embolic coil stretched and tangled. There were no other damages noted on the returned device. Functional test could not be performed due to the kinked condition of the coil introducer. The outer diameter (od) of the delivery tube was measured and was found to be within specification. Actual hypotube od = 0.0128¿; specification: 0.0130" (+0.0000 / -0.0005), actual body fusion od = 0.0150¿; specification: max od 0.0156", the support coil od = 0.0140¿; specification: max od 0.0156", the distal fusion od = 0.0142¿; specification: max od 0.0156". Device history lot - during the review of the lot 30013550, it was noted that 1 unit was rejected due to the defect of kinked delivery tube which could be related to the reported complaint. However; the device history record (DHR) review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. With the limited information available and the condition of the returned device, the exact cause of the stretched embolic coil could not be conclusively determined. However, it is possible that the circumstances of the procedure and/or device manipulation/interaction may have contributed to the embolic coil being returned in a stretched and tangled condition. During the device history record review, it was noted that one unit was rejected for the defect of kinked delivery tube; the rejected unit was confirmed to have been properly segregated and discarded. In addition, there are inspections in place that prevent such a defect from leaving the facility. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the case, they introduced the orbit galaxy complex xtrasoft coil 3 mm x 8 cm (640cx0308 / 30013550) was unzipped and introduced and attempted to advance the coil into the rotating hemostat valve (rhv) / microcatheter, but the coil would not advance. It was removed, and a different coil was used to successfully replace the orbit galaxy coil. No additional information was available. The device was returned for evaluation; the embolic coil was received in a tangled condition and was also observed to be stretched. This investigational finding meets FDA reporting criteria.